Manufacturer narrative:
Consumer administered 9 units of insulin based on a 4-5 carb lunch at 1pm consumer performed a blood glucose test getting a result of 330 mg/dl and based on that result bolus 3.1 units of insulin according to the consumer, he performed a blood glucose test on his nova max link meter when the emts arrived getting a result of 58 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020215082, expiration date: 3/31/2017. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called in to report an incident where emt's had to be called to his house; his son found him around 6:30pm unconscious in a chair. 6:50pm emts arrived and performed a blood glucose test on their unknown meter getting a result of 33 mg/dl.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.